Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience altered mental status. A narcan drip was administered and the patient appeared to be more coherent. The pump was stopped and inquired. There were no product malfunctions observed and the physician did not believe the altered mental status was product related. It was noted that a refill procedure took place on 8/31/2015 with no changes to the previous daily dose, drug, or concentration.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that the altered mental status was due to the patient's attempt to commit suicide by taking additional opioids. The pump therapy was continued with no issues.